Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Customer reports he was out golfing when he noticed his bg levels (blood glucose) dropping. The customer reported the device was in his pocket and the device delivered 3 insulin bolus independently. The customer reported he did not request or initiate the 3 bolus doses that were delivered by the device. The physical device and event log data have been requested by insulet for further investigation. At the time of this report further details are not available, and this case will be reassessed if new information is received.

Manufacturer narrative:
In the case description, the user mentioned receiving three uncommanded boluses, 0.9 u, 9 u, and 9 u. Inspection of the android log files downloaded from the returned controller found the engineering log files to be overwritten due to continued use of the system. Inspection of the audit log files confirmed the delivery of the 0.9 u bolus and the two 9 u boluses. The audit logs show that no carbs or blood glucose values were entered for these boluses. The confirm button was pressed to confirm bolus delivery for each bolus, indicating interaction with the controller to deliver each bolus. No evidence of an uncommanded bolus was observed in the available logs. During testing, the controller was able to correctly register inputs on the touchscreen and the bolus calculator correctly suggested boluses based on the settings programmed and bg and carb values entered during testing. No issues that would contribute to an uncommanded bolus were observed during the investigation.